Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown gmrs proximal femur. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient had a left bipolar dislocate from the trident cup. Surgeon revised head, cup and gmrs proximal femur.